Manufacturer narrative:
The insulin pump was received with severely scratched display window, cracked case at display window corners, cracked battery tube threads, cracked belt clip slot and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4)

Event description:
It was reported that the insulin pump has a broken case near the battery and threads broken. Blood glucose value is unknown. The insulin pump was replaced and returned for analysis.